Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coils 400 (pc400) pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. Coagulated blood was present inside the introducer sheath. Conclusions: evaluation of the returned pc400 revealed offset coil winds along the length of the embolization coil. If the introducer sheath is not properly aligned inside the hub of the lantern prior to advancement, resistance may be encountered. If the device is forcefully advanced against the resistance, damage such as offset coil winds may occur. Further investigation revealed coagulated blood was inside the introducer sheath. This damage was likely incidental to the complaint. Evaluation of the returned lantern revealed an undamaged device. The complaint indicated that the lantern was used to finish the procedure. There were no allegations against the lantern. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coils 400 (pc400s). During the procedure, the physician successfully placed two pc400s in the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a third pc400 over the hub of the lantern, the physician experienced resistance; therefore, the physician flushed the lantern and the pc400. However, resistance was encountered again when trying to re-advance the pc400; therefore, the pc400 was removed. It was reported that the blood clot may have been attached to the pc400. The procedure was completed using four other pc400s and the same lantern. There was no report of an adverse effect to the patient.